Event description:
The customer reported there were black spots on the gel area of the pad. The pad was not used. Initial evaluation of the returned sample found the pad did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.